Event description:
It was reported that a sensing noise was observed on the right ventricular (rv) lead. The device was reprogrammed and provocative testing was performed. Noise could not be reproduced with provocative testing. The patient was stable and will continue to be monitored. There were no adverse consequences.